Event description:
A customer reported that their AED is flashing red and will not power on. The AED's battery is expired. They did not report that this event occurred during patient use.

Manufacturer narrative:
A customer reported that their AED is flashing red and will not power on. The AED's battery is expired. Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of 09/2022. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed.